Manufacturer narrative:
The previous report was sent in error as the foreign objects in the suction cylinder would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
New information provided by customer: device could not be adequately reprocessed at pick-up.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the suction cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.